Event description:
The surgeon reports pt has had pain over the past year slowly increasing. X-rays reveal radiolucent line around stem indicating loosening, as well as a bone pedestal at the tip. The surgeon removed stem through anterior approach. The surgeon prepared the canal with short citation broaches and implanted the new stem. Trial reduction was done and final head was impacted and reduced.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in the supplemental report.